Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. Device evaluated by MFR: other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a fiber was noticed on the intraocular lens (iol) after full insertion and unfolding. The fiber was removed from patient's right eye and the iol remains implanted. There were no additional surgical interventions required and patient was reported to be fine. The patient was experiencing blurry vision after surgery that is starting to resolve one week post-operation. There was no reported patient injury. No additional information was provided.